Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the internal threading of the implant was damaged. The customer requested a thread tap. Tooth location 28.

Manufacturer narrative:
The device was not returned for review. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, the alleged device malfunction cannot be verified. A root cause cannot be determined.

Event description:
It was reported that the internal threading of the implant was damaged. The customer requested a thread tap. The screw was removed and the implant was re-threaded and loaded. Tooth location 28.